Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that four of the foley catheters were leaking and not allowing urine to flow within the lumen. Stated that this was dangerous on intensive care unit (ICU) patients since they required accurate hourly measurements. The impact was minimal, one foley catheter was irrigated and then replaced. The others just replaced but there was concern because in one of these cases the patient was on an intra-aortic balloon pump (iabp). No urine output meant the balloon could have migrated, but the nurse realized it was the foley not the balloon, so the outcome was fine. The affected lots were (lot# ngfs1835 ) and (lot# ngfs9837).

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "lumen wall thickness undersized". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned

Event description:
It was reported that four of the foley catheters were leaking and not allowing urine to flow within the lumen. Stated that this was dangerous on intensive care unit (ICU) patients since they required accurate hourly measurements. The impact was minimal, one foley catheter was irrigated and then replaced. The others just replaced but there was concern because in one of these cases the patient was on an intra-aortic balloon pump (iabp). No urine output meant the balloon could have migrated, but the nurse realized it was the foley not the balloon, so the outcome was fine. The affected lots were (lot# ngfs1835 ) and (lot# ngfs9837).